Manufacturer narrative:
Device evaluation summary: two tracheostomy samples with were received in used condition without their original packaging. Immediate visual inspection found no discrepancies. Leak tests and inflation tests were completed and leakage was detected in the cuffs of the returned samples. In addition, the cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the pilot balloon to a smiths medical portex® blue line ultra® tracheostomy tube deflated soon after use with the patient. It was required to perform a tube change out; noting a tear in the cuff. There were no reported adverse patient effects.